Manufacturer narrative:
Device was implanted beyond recommended current shelf life limit. Corrective action has been taken to limit shelf life to less than 5 yrs.

Event description:
The pt underwent revision surgery due to broken insert.